Manufacturer narrative:
(B)(6). The customer cancelled their service call to maquet, they said the repair of the iabp would be done in house. Three good faith efforts were made to the event site and no response was received. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated, while in use on a patient, that the cs300 intra aortic balloon pump (iabp) had a low vacuum alarm and shut down. No patient injury, harm or adverse event reported.